Event description:
Patient noticed black residue in the reservoir of their CPAP machine. Eventually the CPAP machine was recalled due to ongoing issues in april on 2022. The black residue use to get stuck in the filter but didn't prevent the patent from using it for a year and a half. The patient utilized a sterilization device called the so clean to clean the CPAP on a daily basis. In order to get a refurbished CPAP from the manufacturer, the old device had to be returned. Patient recently upgraded to another CPAP & the rep advised the patient to make a report to the FDA if he experienced the black powder/residue in either device. Patient recently had an unremarkable x-ray & is currently waiting to see a pulmonologist.